Manufacturer narrative:
(B)(6). (B)(4). Product analysis: a visual evaluation of the returned flexima biliary delivery system was found loaded on the delivery system. The proximal section of guide catheter was broken, stretched and it was bent in several locations. The push catheter was kinked in several locations. The suture hole was torn. The suture was detached from the delivery system and it was not returned for analysis. The stent does not have any issues, however findings from visual evaluation indicates that likely there issues with the suture; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, this condition can result in issues deploying the stent due to friction between the kinked/bent areas in the catheters, continued attempts to deploy the stent can tear the suture hole and force retracting the guide catheter in order to release the stent can result in suture detachment, guide catheter stretching and breakage. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were noted found, and no anomalies were observed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent implantation in retrograde cholangio pancreatic duct under endoscope in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to retract the guide catheter for stent deployment, the stent was deployed, however, the suture was unable to be separated from the stent. It was reported that the physician withdrew the stent and guide catheter from the endoscope. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter broke, therefore this event has been deemed an MDR reportable event.